Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device exhibited oversensing and the health care professional (hcp) wanted to review the episode after the anti-tachycardia pacing (atp) was delivered. No further information was available. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device exhibited oversensing and the health care professional (hcp) wanted to review the episode after the anti-tachycardia pacing (atp) was delivered. No further information was available. This device remains in service. No adverse patient effects were reported. Additional information received indicated that the vs marker appear on the atp episode were the ap signals sensed in noise window of rv rate egm. No adverse patient effects were reported.

Manufacturer narrative:
This report contains additional information in section b5 describe event or problem and h6 device codes.